Manufacturer narrative:
The device remains implanted. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
It was reported that following cataract surgery in the right eye endophthalmitis was identified. Two (2) days post procedure an anterior chamber washout was performed and treated with antibiotics and steroids. Two (2) days post procedure the patient's visual acuity in the right eye were plano m/r with a ucdva of 0.6+2 and it was reported that correction doesn't improve va. Additional information was requested, but not received.